Event description:
It was reported that noise leading to oversensing was observed on the right ventricular (rv) lead during remote monitoring. No programming changes were made since this was an isolated event. The rv lead was being monitored. The patient was stable and doing well.

Event description:
Now information received notes that programming changes were made.